Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient complained of discomfort and said the pacemaker had migrated to his axilla. On inspection of the site the lateral edge of the can was tethered and threatening erosion. A pocket revision was done.